Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2020-00202.

Event description:
The customer reported that she performed a blood glucose test and obtained a reading of 53 mg/dl on the contour next one meter. The meter automatically marked it as a control test, so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. Therefore, the in-house contour next test strips from lot # 9fped02b were used to perform testing. The returned meter was tested with the in-house test strips, which gave a satisfactory performance. All blood glucose readings obtained during in-house testing were properly marked as blood results in the meter's memory.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next one meter was tested with the in-house contour next test strips from lot # 9fped02b, which gave a satisfactory performance. All blood glucose readings obtained during in-house testing were properly marked as blood results in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.